Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed a brown particle in the tubing. The reported condition was verified. Infrared spectroscopy revealed that the particle was made from the same material as the tubing. The cause of the condition was determined to be an error during the extrusion process used to make the tube. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black piece of wire, approximately 5 mm long, was discovered in the tubing of an access solution set. There was no patient involvement. No additional information is available.